Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. A visual inspection revealed numerous kinks to the hypotube of the device. A microscope inspection revealed a 16mm longitudinal tear, 5mm proximal from the tip of the device. There was contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.